Event description:
According to the literature, a retrospective study involving 41 cases of laparoscopic perineal hernia repair after abdominoperineal resection for rectal cancer or other colorectal diseases was completed between 2015 and 2023. 2-0 vloc was used to close the hernia defect. Parietex composite mesh or a competitor mesh was used to cover the defect. Protack auto suture and 3-0 vloc suture were used to fix the mesh. Possible 3-0 vloc or protack auto suture complications include prolonged pain in two cases. Interventions included pain medications, readmission, and additional surgery. Small areas of adhesions were found during the reoperation.

Manufacturer narrative:
D10 concomitant product: unknown-vloc, unknown vloc product, (lot # unknown) xin yuan, yi lin zhu, xue fei zhao, jie chen. "Laparoscopic perineal hernia repair after abdominoperineal resection". Hernia 29:103, (2025). Https://doi.org/10.1007/s10029-025-03288-w. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.